Event description:
Customer reports experiencing allegedly false celite act results (>1500 seconds). The false results were random and in between a range of results of 350-600 seconds.

Manufacturer narrative:
(B)(4). Manufacturer awaiting medical device return from customer for eval.